Event description:
The nurses report that the safety lock stops mid-way and it makes staff think that the needle is complete covered and locked but it is not. This has resulted in needle stick injuries.